Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this compliant. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log files showed a malfunctioning flexvision pc. Upon troubleshooting, fse found the error "not go to application; countdown at 00:00" and flexvision pc failed to boot. Fse replaced the flexvision pc and hard disk, restored the customer configuration inputs for video, and advised the customer to set up layouts. The next day, the issue occurred again. The fse found that there was an issue with the replaced flexvision pc. On inspection, it was observed that the operating system (os) drive in the flexvision pc was not on, and the flexvision pc itself was powering on and off during the startup process. To resolve the issue, fse replaced the flexvision pc and used the current os disk. After replacement, the system was returned to good working condition. The defective parts were returned to philips for failure analysis. The failure of one of the flexvision pcs was identified as a motherboard failure, and the failure mode is unit malfunction. The failure of the other flexvision pc was observed as a failed basic input/output system (bios) check. The codes were updated based on the investigation outcome.